Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having high blood glucose levels for the past nine months. The customer has done troubleshooting, but feels that the insulin pump is not delivering insulin accurately. The customer also reported insulin squirting out at the needle. The customer declined further troubleshooting as she has gone with another company, and will start using that insulin pump. Nothing further was reported.